Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No description. On (B)(6) 2017- re-open due to receipt of device. Lot number updated. Update 6-12-2017: product lot information reviewed, reportability remains unchanged as there is no provided deficiency or patient harm. 7-5-2017.

Manufacturer narrative:
Reopen/update: examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.